Event description:
We have 8 volumetric infusion pumps brand fresenius model vp7 that have a crack on its door for the 8 devices and installation date of them is (B)(6) 2022. Reference report: mw5155529, mw5155532, mw5155533, mw5155534, mw5155535, mw5155536 and mw5155537.